Event description:
On (B)(6) 2011 patient has suffered hyperglycemia several days and she was found deceased at home.

Manufacturer narrative:
No tests were performed due to no devices returned and lot number being unknown. Further info was been requested at the distributor.